Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the helix could not be retracted entirely on the right ventricular lead during lead repositioning. However, the physician did not have the stylet completely engaged to the distal end of the lead. When the stylet was repositioned, the helix retracted completely. The physician requested a new lead. The attempted lead was not implanted. No patient complications have been reported as a result of this event.